Event description:
It was reported that the unit was programmed to inject 100ml of contrast at a flow rate of 2.1cc/sec. The location of the angiocath was the right antecubital fossa. At 69ml, the injector paused to check for extravasation. Examination of the injection site by the technician confirmed an extravasation directly under the area of the patch. There was no contrast enhancement on the images indicating that all 69cc's of contrast extravasated. The pt was treated with ice packs and consulted by a plastic surgeon. Pt was then released to home.